Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose level was unknown. It was reported that the pump blanked out on her and went to reservoir menu. The customer also stated that they had issues more with this size reservoir and air bubbles and that she has attention something issues. The customer was advised of aftercare email. The reservoir will not be returned for analysis.